Event description:
It was reported that the pump displayed an alert 38 motor stall and prompted a restart, after which a dry run with rewind and delivery to 120 units was successful, and a complete supply change was performed without recurrence of the alert. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included guided troubleshooting, a dry run to assess motor function, and replacement of connector, cartridge, and infusion set supplies. Investigation of this case revealed normal device function during the dry run and after full supply replacement, consistent with a supply-related delivery interruption rather than an internal motor failure. It was concluded, based on previously established findings for similar reports, that the cause was attributed to user consumables or setup issues.

Manufacturer narrative:
Initial.